Event description:
Customer reported receiving an ER-4 message on the display of her adc blood glucose meter upon test strip insertion. Customer further reported that due to this she experienced "increased urination and a dry mouth" that resulted in an unspecified injury. No further information was provided by the customer as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. It should be noted: the test strips the customer was using expired on january 31, 2012. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.